Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, the device experienced blood leakage due to poor sleeve function. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: on september 27, 2022, the customer complained that sleeve of the straight needle 301746 could not recover and blood leakage occurred.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, the device experienced blood leakage due to poor sleeve function. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: on (B)(6) 2022, the customer complained that sleeve of the straight needle 301746 could not recover and blood leakage occurred.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.